Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7076621.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was getting right rib stimulation at very low amplitudes. It was confirmed via x-ray that the leads had migrated. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post operatively. The explanted leads were discarded.